Event description:
It was reported that the device was replaced within a year because it "went dead." Information received on (B)(6) 2008 that it was reported the patient's physician had told the patient that the "3rd lead" was not working. The patient was not having any symptoms and the device was still working at the time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown, serial#, implanted: explanted: product type lead; product ID 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4).